Event description:
The pump was explanted after an implant duration of 23 months. No reason for the explant was given. A follow up report will be sent when additional info is received.

Event description:
The patient developed a seroma with worsening symptoms. After the pump was removed, the patient recovered without sequela and is getting readjusted to to oral medications.